Event description:
Caller reported trouble with separating a new mobi cartridge received from tandem to insert it into the pump. There was no adverse impact to the customer's blood glucose level. Customer had taken no action to resolve the issue, but technical support advised changing the cartridge to resume insulin delivery.